Manufacturer narrative:
Device still remains implanted. Product return is not possible at this time. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a cervical procedure in 2007, using anterior fixation. The screw backed out post op. No revision surgery scheduled at this time.